Event description:
The physician discovered redness and a scab at the implant site. The physician believes that the patient received a pressure wound from the charger. The patient admitted to sleeping while charging. The product labeling instructs the patient not to charge while sleeping. The physician revised the pocket site as a precaution.

Manufacturer narrative:
The charger will not be returned to boston scientific. The patient's improper charging technique caused the reported event. This is the final report.